Manufacturer narrative:
E1: (B)(6). A philips remote service engineer (rse) interviewed the customer and then dispatched a philips field service engineer (fse) onsite for further evaluation. The fse detected a signal failure in the oxygen saturation sensor model: m1196a with batch number: in623 69657, and so the fse replaced the defective sensor to resolve the issue. The fse carried out the necessary checks to certify the restoration to pre-fault operating conditions. The fse recommended the customer only use philips-approved accessories and consumables to ensure proper operation of the equipment. A good faith effort (gfe) response confirmed the customer was using philips fast technology. Based on the information available and the testing conducted, the cause of the reported problem was confirmed to be the defective fast sensor. The reported problem was confirmed. If additional information is received the complaint file will be reopened. No further investigation or action is warranted at this time.

Event description:
The customer reported the pulse oximeter of the tower does not pick up well, it tends to pick up downwards. The device was in use on a patient at the time of the event, there was no adverse event reported.